Event description:
It was reported that the customer had an issue with bipolar loops. 3 have broken inside a patient. The surgeon said it was getting caught on the inner sheath of the resectoscope but was breaking without any force. Product was inside patient during surgery but had been retrieved by consultant. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The product in question is not sold int he u.s. However, a similar device is sold in the united states and therefore, this incidnt will require a medwatch report.